Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad with 85% stenosis. The lesion exhibited severe vessel calcification and moderate tortuosity. No abnormality noticed during inspection prior to use. The lesion was pre-dilated with a balloon catheter at 15atm for 10 seconds, 80% stenosis left after pre-dilatation. During the operation, the stent dislodged. The dislodged stent was adhered to vessel wall at dislodged position using another stent. The dislodged stent was not explanted. Physician determined reason for the event was unobserved vessel calcification and tortuosity. No further patient injury reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.